Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call that the customer had a high blood glucose of 500 mg/dl. The customer experienced symptoms of nausea and slower thought process. The customer was treated with manual injections. The drive support cap appeared normal and recessed. The infusion set was removed and the cannula was not bent. The insertion site was not sore or irritated. The customer's wife declined further troubleshooting and was advised to change the set, reservoir and insulin and treat per a health care professional's instruction.